Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies to resolve the issue. Additionally, the pump battery was fluctuating. There was no reported impact to blood glucose. Reportedly, customer declined troubleshooting.